Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) could not establish telemetry. During troubleshooting, it was confirmed by electrocardiogram that the ICD had no alert tones, pacing, or power. The ICD was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated c ircuit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 511212, competitor lead, (B)(6) 2014; 419588, lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.